Event description:
Customer originally reported an error within spec on the compact plus system. No adverse event reported. The MFR evaluated the device and observed the meter screen appeared warped and melted. Requested return of suspect device and replacement was sent.